Event description:
In 2008, the lay-user/pt contacted lifescan alleging that the one touch ultra meter had an "error 2" issue, was not powering on, and his one touch ultra test strips were damaged. The pt tests his blood glucose 3 times a day. He takes set dosages of oral medications for his diabetes regardless of his meter readings. The pt did not provide any of his medication names. The pt mentioned that if his blood glucose levels are high, he just cuts back on what he eats. The pt indicated that the alleged issues started on the same day, at 4:00 pm (est). The pt described the confirmation windows of his test strips as being "colored red" before applying control solution or blood. He claimed that the test strips were already "colored red" when he removed them from his test strip bottles. He also stated that his test strips "have always come like that." Although the pt claimed that he was unable to test his blood glucose that day, he said that he continued to take his medications as prescribed. At an unspecified time after the alleged issues began, the pt claimed that he developed symptoms of shakiness and feeling tired. The pt explained that he "always feels tired." He also mentioned that he was symptoms of shakiness whenever his blood glucose is high or low. He did not take any actions related to diabetes treatment in response to the symptoms. The pt denied seeking or receiving medical intervention because of the alleged issues. The pt's blood glucose was not tested on another device during the time of concern. The pt was not using a correct technique for testing with the reported products. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.